Event description:
Information received from the field notes that during a routine check, the device could not be interrogated. Magnet application did not show any pacer spikes nor was there any change in the patient's rhythm. The patient was in sinus rhythm at about 55 bpm. A subsequent follow-up observed no output or telemetry. A device replacement was scheduled.